Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to high blood glucose and diabetes ketoacidosis. The customer's blood glucose at time of incident was 600 mg/dl. The customer's current blood glucose was 96 mg/dl. The customer experienced symptoms such as nausea, chest pain, aching body. The customer treated with insulin drip. The customer declined to troubleshoot. The device will not be returned for the analysis.